Event description:
Pt reported that an x stop interspinous decompression spinal implant was inserted in 2006 at l4-5. A few days after the procedure, pt experienced discomfort. Two weeks after surgery, reportedly, a device dislodgement was noted on x-ray. Date of dislodgement is unknown. Pt concurrently underwent laminectomy surgery at the time of device removal.

Manufacturer narrative:
Method: device not returned. Results: no conclusion can be drawn at this time. Conclusion: no conclusion can be drawn at this time.